Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump was not responsive and harder to press. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unspecified alarm. The customer also stated that the there was grinding noise during rewind and priming. The customer stated that the insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.